Event description:
A customer obtained a higher than expected, imprecise vitros crbm quality control result (19.46 ug/ml), when compared to the expected result (14.76 ug/ml), using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were affected during the interval that the imprecise quality control result was obtained. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected, imprecise, quality control result was obtained using the vitros clinical chemistry products crbm slides on a vitros 5600 integrated system. The root cause of this event is analyzer related. An ocd fe performed multiple service actions to the vitros 5600 analyzer. After the service actions were performed, acceptable crbm performance was observed.